Event description:
This report is to advise of an event observed during analysis confirming exposed wires of the power supply. The patient electronics device was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system including power accessories was received for evaluation. External and internal visual inspections of unit revealed exposed wiring on the power supply cable. The device history record for the system was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.